Manufacturer narrative:
Serial number of the disposable device not provided by the complainant. The device has not yet been returned, therefore, a failure analysis of the complaint device cannot be completed. Should we receive the complaint device or add'l info, a supplemental medwatch with the results of our analysis will be filed. Device history record (DHR) reviews were conducted for the novasure disposable device lot number and rf controller serial number used in this procedure. No abnormalities were noted and the devices passed all qa testing prior to release. (B)(4).

Event description:
Following an uneventful novasure endometrial ablation procedure, the physician performed a hysteroscopy and noted a uterine perforation. A laparoscopy confirmed two small "burn holes" at the corners of the fundus and an "area burn at the small bowel". Both the uterine perforation and small bowel were over sewn. The pt was admitted to the hospital and treated with prophylactic antibiotics. The pt was discharged on (B)(6) 2010, and was reported to be "fine". We have been unable to obtain add'l info surrounding this event.